Event description:
There was a report that the battery site was red or swollen. The medical doctor was questioning if there was an infection. It was unknown what contributed to the issue. The physician was evaluating the patient for a possible explant. No interventions or actions were taken to resolve the issue at the time. The issue was not resolved at the time of the report. No surgical intervention occurred and it is unknown if a surgical intervention was planned. It was later reported that the manufacturer representative (rep) did not have further information and the issue was not resolved. Additional information reported that the cause of the swelling and redness at the battery site was an infection. Actions or interventions taken to resolve the swelling and redness at the battery site were new antibiotics and cleaning instructions. It was reported that lab tests were performed for the swelling and redness at the battery site. The redness at the battery site and swelling had been resolved. Relevant medical history includes non-malignant pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.